Event description:
The customer reported the technique is ramping to max, and the monitors are showing black images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended. This MDR is related to ge healthcare.